Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the partial image was unable to be confirmed. Inspection did find a b30 communication error was displayed and the optical fiber bundle was damaged. A definitive root cause of the device issues was unable to be identified; however, based on the results of the investigation, the probable cause of the device issues was likely as follows: scope communication error (b30) was very likely due to wear and tear and the damaged optical fiber bundle is probably the result of improper handling by the user. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope had an error 216 and there was a partial image. It is unknown when the issue occurred. There were no reports of patient harm.